Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the insulin pump turned off by itself. Troubleshooting was provided. The customer stated that battery caps were loose. They also stated that when they did a displacement test it failed and the pump alarmed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms or reservoir alarms noted during testing. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).